Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer's current blood glucose reading is 120 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.